Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was not charging the pump. Reportedly, the customer was able to charge the pump with a different usb cable. Customer's blood glucose was not impacted.